Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2014, sensor failed and upon removal, sensor wire was detached from sensor pod. Against user guide recommendations, patient inserted sensor into buttocks. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).